Event description:
A report was received that the patient had pain and growth at the lead site. The patient underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected and the physician did not believed that the pain was caused by the device. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had pain and growth at the lead site. The patient underwent an explant procedure. The patient was doing well postoperatively.